Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 592 mg/dl at the time of the incident. The customer was sweating. The customer stated that the infusion set tubing came off. The customer was having breakfast when they noticed that the set was not connected. The customer reports they do not feel okay for troubleshooting. The customer reported that there was not stress or pull on the tubing. The customer reported that the insulin pump was not dropped with the set connected to their body. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.